Event description:
It was reported that during central processing procedure, the mega suturecut nd instrument jaw broke off. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: no missing fragments at the portion of the instrument that enters the patient's body. No images or video available. Instrument will be returned to isi for evaluation.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut nd was analyzed and found customer reported that the jaw broke off. Failure analysis confirmed the complaint, identifying a broken grip tip (~2.89 mm x 5.11 mm). The broken piece was not returned with the instrument. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. The probable root cause of the detached fragment is attributed to the damage during use. This issue can be resolved by using an alternate instrument to complete the procedure.